Event description:
The product analysis laboratory (pal) encountered an overheated alternating current component (accomp) j1 power connector during evaluation of the homechoice (hc). Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for an overheated alternating current component (accomp) j1 connector, found during evaluation. An internal evaluation of the device revealed an overheated and intermittent j1 power connector on the accomp printed circuit board (pcb). A test article accomp pcb and test article power harness were substituted, after which the device powered on normally. A short therapy was performed to verify device operation. The assignable cause was determined to be due to a high resistance contact between accomp pin connector and the power harness crimp termination. The accomp pcb and power harness were identified for removal during service.